Event description:
A patient reported experiencing inaccurate low results with a lifescn meter. The patient's blood glucose results were 131 mg/dl on the one touch ultra and 229 mg/dl at the lab. Tests were done within 10 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.